Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred during basal delivery. A supply change was performed resolving the issue. During cartridge loading, when the air removal step was performed, the customer was able to remove more air than expected. Reportedly, the issue occurred with multiple cartridges. A syringe needle change was performed; however, the issue continued. Customer's blood glucose was 185 mg/dl. A new cartridge was successfully loaded, and customer resumed insulin therapy.